Event description:
It was reported that there was a discrepancy in the patient's battery voltage measurement between the system and the application for the same transmission. The issue will be escalated for further investigation. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.